Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found the downstream occlusion (dso) sensor and upstream occlusion (uso) sensor seal were contaminated. Unable to download in the event history logs due alarm message error code 1260 on the pump display. Most probable cause was faulty microprocessor unit board. Replaced microprocessor unit board to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device has error code 1260. Event occurred during testing. There was no patient involvement.